Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx device was implanted into the patient during a procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence and pelvic organ prolapse. After, and as a result of the implantation of the medical device, patient suffered serious bodily injuries, including, but not limited to vaginal bleeding, pain during intercourse, pelvic pain, and other injuries similar to the ones described in the FDA's public health advisory of october 20, 2008. Reportedly, the patient has experienced significant mental and physical pain and suffering, and has sustained severe and permanent injury.